Manufacturer narrative:
Manufacturing site evaluation: investigation is on going. Investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with intestinal clamps. The following information was reported: the allis forceps failed inspection; working end was defective. There was no patient contact. The adverse event/malfunction is filed under (B)(4).

Manufacturer narrative:
Investigation: the products were provided in the original packaging. No deviations can be found with the naked eye. Investigation: vigilance investigator carried out the pictorial documentation visually1. After inspection of the provided instruments, the instruments found to be according to the quality standard and the work plan. No deviations can be found with the naked eye. A functional test according to the qstd was carried out and all four instrumented passed successfully. Batch history review: the device quality and manufacturing history records will be checked for the lot number 4511132087 from the quality coordinator of the production plant. If the review shows any conspicuities, the report will be updated and actions will be initiated. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the products are according to our specifications valid at the time of production. Rationale: the forceps are according to the test plan. During the manufacturing process, all forceps undergo a visual check for sharp edges and burrs without magnification according to din en 13018. Corrective action; a CAPA is not necessary.